Event description:
Patient reported right side implant removal of textured devices. Patient additionally reported "possible leaking", itchiness, rash and hives. Device remains implanted.

Manufacturer narrative:
Reporting f1903 because the device remains implanted. Additional, changed, and/or corrected data: b5, d4, h6.

Event description:
Patient reported right side implant removal of textured devices. Patient additionally reported "possible leaking", itchiness, rash and hives. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture.